Event description:
Healthcare professional reported a "leak on the tubing between the band and the connection."

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: 02/04/2015. The reporter of the complaint was asked to return the product for analysis when explanted, as well as to indicate the product serial number, date of event, and implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the model number, serial number, the event date, implant date, future explant date, diagnostic testing, pt date, or further event details. Device labeling addresses the possible outcome of leakage as follows "deflation of the band may occur due to leakage from the band, and port or the connector tubing."